Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: it is a very short description; it says the nurse was inserting a pink vps, and when removing the needle, the plastic part was "bending" in all directions, and they could see 2 "bumps" in the plastic. They describe it as a "defect vps".

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced catheter damage/deformation which was noted during use. The following information was provided by the initial reporter: it is a very short description; it says the nurse was inserting a pink vps, and when removing the needle, the plastic part was "bending" in all directions, and they could see 2 "bumps" in the plastic. They describe it as a "defect vps".

Manufacturer narrative:
H6: investigation summary one photo was received by our quality team for evaluation. No peelback was observed from the returned photo, therefore the team was unable to confirm the customer experience based on the returned photo. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality teams investigation, no root cause could be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. This incident has been added to our database of reported incidents h3 other text : see h.10.